Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Troubleshooting actions showed a problem with the host pc. The fse found that the issue was due to cmos battery was discharged and the configuration was lost. The battery was replaced and configuration was restored. After replacement of the cmos battery and configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Component code was corrected.

Event description:
It has been reported to philips that the system would not start. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the host pc. The fse noted the cmos battery was discharged and the configuration was lost. The battery was replaced, and configuration was restored. After replacement of the cmos battery and configuration, the system was returned to use in good working order.philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.